Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Unspecified mentor gel breast prosthesis, catalog and lot numbers unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a bilateral breast reconstruction revision procedure with unspecified mentor gel breast prostheses that ruptured after implantation. Rupture of both devices was confirmed by MRI scan. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 475cc gel breast prostheses on (B)(6) 2016. This medwatch form is for the right breast prosthesis.